Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. The pendant appeared to receive each command but commands were not consistently being relayed. The rep advised to reload pendant firmware. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the "pendant buttons [were] unresponsive sometimes. During set up the door open button [did] not always engage and at the end the dock button  [was] tricky. No patient present." Troubleshooting was performed, the pendant appeared to receive each command, but commands were not consistently being relayed. The field representative (rep) advised to reload pendant firmware and if issue persists, will explore possibility of replacing pendant at that time.